Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported bad upstream sensor which was found through the event history log review by the presence of "upstream occlusion!" But were not determined if the alarms were true or false. The cause was determined to be the upstream sensor was damaged. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a bad upstream sensor. There was no patient involvement. No additional information is available.